Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that there was intermittent energy delivery from vasoview hemopro 2 wand during initial fasciotomy portion of endoscopic radial artery harvesting. They attempted to troubleshoot by exchanging cords and cables. Ultimately, a 2nd vh-4000 was opened to complete the procedure with the original cord, cable, and power source without further incident. No procedural delay except to open additional vh-4000. No patient injury reported.

Manufacturer narrative:
Trackwise- (B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on (B)(6) 025. An investigation was conducted on (B)(6) 2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire or the clear intact silicone insulation on both the cold and hot jaws. The shaft of the device closest to the base of the jaws was observed to be peeled, exposing the inner contents of the shaft. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The device failed the activation and transection capability test. No further testing was conducted due to the lack of activation and transection. Based on the returned condition of the device as well as the evaluation results, the reported failure ""electrical /electronic property problem"" was not confirmed as well as the analyzed failure "peeled; delaminated; shaft" was observed. A manufacturing engineering evaluation was conducted. ¿ the reported failure of electrical/electronic property problem was not confirmed. The complaint device was connected to the complaint lab's hemopro power supply (c-vh-3010), hemopro 2 adapter (c-vh-4020), and hemopro 2 extension cable (c- vh-4030). The on/off power switch on the hemopro power supply (c-vh-3010) was moved to the on position and the toggle on the handle of the complaint vh-4000 hemopro2 tool was pulled back to the activation (power on) position. The hemopro power supply immediately started making an audible beeping sound that indicated electrical energy is being delivered to the complaint vh-4000 hemopro2 tool. The toggle on the handle was released and the toggle returned to the neutral position. The audible beeping stopped indicating that the device was no longer activated. It was observed that the heating element on the jaws of the complaint vh-4000 hemopro 2 tool did heat up, indicating energy was being delivered to the heating element. The device passed the pre-cautery test; it did produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. During the evaluation of the device, it was observed that there was a confirmed as analyzed failure mode of "peeled shaft". See figures 1 through 3 for objective evidence of the damage to the shrink tubing. The damage to the shrink tubing indicates that the damage most likely occurred during insertion of the tool into the cannula. Based on the manufacturing engineering evaluation results, the reported failure ""electrical /electronic property problem"" was not confirmed as well as the analyzed failure "peeled; delaminated; shaft" was observed. See attached manufacturing engineering evaluation memo. The lot # 3000475443 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.